Event description:
As reported: "left hip. Revised stem due to periprosthetic fracture. Spoke to rep, who confirmed femoral fracture and that there are no allegations against the revised unitrax head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.